Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error during manual prime. Customer's blood glucose was 109 mg/dl. The customer reported the drive support cap appears normal. The customer stated that the device was not exposed to high magnetic field. The customer didn't reported the motor position encoder error alarm. The customer stated that it gets no delivery during the prime. The customer received 1 motor error within last 30 days. The customer found out that there is bent cannula. It was explained to the customer that the alarm may caused by a connection issue. The customer reported via phone call indicating that he had excessive no delivery alarm. Customer's blood glucose was 109 mg/dl. The customer was unable to troubleshoot at time of call because she tried to resolved on her own, bent cannula. The customer was advised to do a complete set change as soon as possible. The customer was advised to call when alarm occurs in order to troubleshoot.